Event description:
According to the reporter, during a procedure of total hysterectomy, the device was difficult/impossible to pull the cutting trigger. Another device was used appropriately with the same generator. The physician confirmed that no piece was physically damage and nothing fell into the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the piece of insulation was missing.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 - vlft10gen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during total hysterectomy, the device was difficult/impossible to pull the cutting trigger. Another ligasure was used appropriately with the same generator. The physician confirmed that no piece was physically damage and nothing fell into the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the piece of insulation was missing.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted significant jaw damage. Piece of insulation is missing. Functional testing found that pulling the trigger did not move the cutting blade. While the damage to the seal plate would hinder the ability to advance the blade to the tip of the jaws, another issue was suspected. The device was disassembled and a disengagement in the cutting blade mechanism was found. Due to the condition of the jaw, activation and sealing was not tested. It was reported that the knife blade did not advance or difficult to advance. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of jaw damage that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.